Event description:
On (B)(6) 2011, pt reported that he experienced insulin leakage from the infusion set, and the insulin leakage occurred approx 48 hours after the headset was inserted. Infusion sites are located on abdomen, and headsets are inserted correctly. Pt also noticed the adhesive at the base of the headset was torn. Pt is a construction worker and believes the site might have been hit while at work. Infusion set was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.